Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
Dealer stated the rear casters wheels collapsed causing the base frame to bend and the bolts that attach the casters to pull out. The lift tipped over and the patient fell to the ground. The patient being transferring weighs (B)(6). No injury reported.